Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. This event occurred outside the us. Patient information is limited due to confidentiality concerns. Of note, multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique product serial/lot numbers. The baseline gender/age characteristics is male/76 years old. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: fixation beats: a novel marker for reaching the left bundle branch area during deep septal lead implantation. Heart rhythm. 2021. 1¿8. Doi.org/10.1016/j.hrthm.2020.12.019.

Event description:
A journal article was reviewed that contained information regarding left bundle branch implantation. The article reports patients who experienced perforations to the left ventricle during the implant of the pacing lead. There was also a suspected microperforation which was indicated by a rise of threshold. The lead was repositioned to a different location. The status/disposition of the leads appears to be still in use. No further patient complications have been reported as a result of this event. Further follow up did not yet yield any additional information.